Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. On (b)(6) 2025 the patient experienced feeling lethargic, extremely sluggish, and experiencing significant pressure in his chest. His condition rapidly worsened, resulting in a heart attack followed by loss of consciousness. Prior to this, the CGM reading were displaying 70 mg/dL. A friend witnessed the event and immediately called EMS. While the patient was being transported by ambulance, a fingerstick was taken and the blood glucose reading was approximately 800 mg/dL. The patient experienced Diabetic Ketoacidosis. The patient was treated with intravenous insulin and fluids. At the time of the report, which was the same day as the day of the event, the patient was still at the hospital. The patient stated they was stable, he is scheduled to undergo open-heart surgery (date unknown). There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis and loss of consciousness.